Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a potential capture issue and intermittent undersensing. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing. The leads remain in use. No patient complications have been reported as a result of this event.